Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that one of their leads "went bad" and the patient indicated having to wear a lifevest until the lead could be revised. Follow up with the physician's office indicated that the right ventricular lead had fractured and the right atrial lead was noted to have noise. During the initial revision procedure, the left subclavian vein was occluded, so lead replacement was aborted. The patient was transferred to another hospital to have a subcutaneous ICD implanted. Later in the month, the patient voiced having physical and emotional discomfort from the abandoned ICD. During another procedure, the leads were capped and the device was explanted. No further patient complications have been reported as a result of this event.